Event description:
Pt recently received two new custom bivona trach tubes "custbcuff"; these tubes now come with a metal vs plastic obturator. Father reported that the new metal obturators did not have the appropriate curve to them. Instead of curving with the angle of the trach shaft, there is only a minor curve near the end of the obturator. The curve of the obtruator made the trach change difficult and somewhat traumatic for pt. Family requested to get the old style obturators back. Phs contacted bivona regarding the change in obturators. Picture of the trach with obturators was obtained from the pt and provided to bivona. Bivona logged the complaint and will be taking care of the obtruator issue.